Event description:
The dealer states the joystick can be turned off, but will turn right back on.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.